Event description:
It was reported that this implantable pacemaker's battery longevity was noted to have decreased from 6 years remaining in may 2024 to 4.5 years remaining at a recent follow-up appointment. Additionally, the power consumption was found to be elevated at 164%. Boston scientific technical services was contacted and confirmed that the battery was depleting prematurely. It was recommended to perform device replacement or repeat data analysis within a provided timeframe. At this time, this pacemaker remains implanted and in-service. No adverse patient effects were reported.